Manufacturer narrative:
The manufacturer previously reported a ventilator had power source issues.the ventilator was returned to the manufacturer for evaluation and error codes related to the charging of the internal battery were observed. The device's internal battery, power management board and detachable battery connector need to be replaced to address the issues.

Event description:
The manufacturer received information alleging a ventilator had power source issues. The device was not in patient use. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.